Event description:
It was reported that the thread that goes inside the catheter was loose. A flexima drainage catheter was selected for percutaneous nephrostomy. However, when the device was unpacked, it was noted that the thread that goes inside the catheter was loose. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device eval by MFR: the device was not returned. However, a photo was provided from the healthcare facility. It shows that the suture separates from the key.

Event description:
It was reported that the thread that goes inside the catheter was loose. A flexima drainage catheter was selected for percutaneous nephrostomy. However, when the device was unpacked, it was noted that the thread that goes inside the catheter was loose. The procedure was completed with another of the same device. There were no patient complications reported.